Event description:
It was reported that the pump was in use on a pt who was infarcting and scheduled for surgery. The pump screen went blank, but the pump continued to pump. The pump head was exchanged and there were no pt complications.